Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D10. Concomitant medical products. Irt, tool implant removal scr type imp, lot 2120022480. Unkown zimmer abutment screw lot number unknown. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) tsv4b10, (imp,tsv,4.1mm,sbm,10) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use, apparent bone / tissue attached to external threads. The implant was identified fractured at the collar region, and a fractured removal tool fragment was identified stuck inside the implant. Additionally, customer returned one (1) abutment; however, the abutment's screw was observed stripped. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 62677637. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 62677637 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿fracture implant¿ based on the investigation and risk management file review, the most likely root causes determined from the investigation are long-term parafunctional habits/patient factors, or customer error. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
It was reported that an implant at tooth site #46 was removed due a fracture at the collar. Crown mobility. During the removal of the crown on (B)(6) 2025, doctor reports that the crown and the implant abutment are mobile because the collar of the implant is fractured. The procedure was completed. Pain was reported as a result of the event. After follow up doctor indicated one removal tool and one abutment screw fractured during the removal process.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown / not provided. A4: patient weight: unknown / not provided. B3: date of event: unknown / not provided.

Event description:
It was reported that an implant at tooth site #46 was removed due a fracture at the collar. Crown mobility. During the removal of the crown on (B)(6) 2025, doctor reports that the crown and the implant abutment are mobile because the collar of the implant is fractured.the procedure was completed. Pain was reported as a result of the event.